Event description:
Customer reportedly received results of 233 mg/dl and 87 mg/dl within 10 minutes on the compact plus system. The night before the customer also received results of 333 mg/dl and 102 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.